Manufacturer narrative:
(B)(4). The distributor in (B)(4) determined that the most likely cause of the reported event was a faulty user interface module (uim). The distributor in (B)(4) was shipped a replacement user interface module (uim) to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the distributor in (B)(4) for the return of the alleged faulty user interface module (uim) for evaluation. As of the august 21, 2015 the alleged faulty user interface module (uim) has not been received.

Event description:
The distributor in (B)(6) reported that while performing a preventative maintenance (pm) service on the device. The device's touch screen was freezing up (unresponsive to touch).

Manufacturer narrative:
Failure analysis (fa) lab received a avea user interface module (uim). The avea uim was installed in to a known good avea unit. The unit was powered up unit to verify customer complaint, stating the touch screen would freeze up. Reported problem could not be duplicated, so left the unit running at the end of the workday to allow the unit to warm up and test again at beginning of next workday. After unit ran overnight, the touch screen began to be unresponsive, having to press on a section several times before any response. The complaint further stated that after erasing flash memory and calibrating the touch screen, after two hours of the unit running, the problem came back. The reported problem appears to be intermittent, but is reproducible after allowing unit to run for a period of time. The reported problem appears to be intermittent, and was reproducible after allowing unit to run for a period of time. The problem has been duplicated and isolated to a failing touch screen. This reported event considered a known issue addressed with an internal action. The avea uim was scrapped.